Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he could not duplicate the reported issue. The biomedical engineer further indicated that the therapy electrodes used during the event had been disposed of and, as a result, not available for analysis. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that a patient was connected via therapy electrodes (brand unknown) during an event. The biomedical engineer advised that medical personnel were able to obtain a backup device and used it to continue patient care; however, the delay was unknown. The customer was also unable to confirm whether or not a second set of therapy electrodes were used on the patient along with the backup device. No further details about the patient or the event were available.